Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl. The customer was treated with food and glucose tablets. It was unknown that auto mode feature was active or not at the time of event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.